Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unreported date, the patient was treated with intraperitoneal (ip) ceftazidime (dose, route and frequency not reported) for 13 days and ip vancomycin (dose, route and frequency not reported) for 13 days. The cause of the peritonitis was a breach in aseptic technique further described as touch contamination. The patient thought that the peritonitis was from his 100 pound dog jumping up on him and tugging on the line but this was not confirmed. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.